Event description:
Complainant alleged that the clinicans were attempting to cardiovert a pt (age and gender unk), with the device plugged into an ac outlet, and using a multi-function cable with the device. The clinicians charged the device and delivered one shock to the pt, but as soon as the device discharged, the energy of device "went dead." The clinicians then turned the device off/on, but there was still no power-up of the device. The clinicians then installed a new battery in the device, but again there was no device power-up. The clinicians then obtained another device to successfully cardiovert the pt. Even though there was no device power-up, the clinicians left the device switch in the "on" position, and "after a few mins the device powered up by itself. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.